Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator resets during the extended self test (est); resulting with diagnostic codes which rendered ventilator to loss of communication between display and breath delivery (bd) unit. The ventilator was not in use on a patient at the time the event occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the bd to graphic user interface (gui) cable.